Event description:
Received info that load filling was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 300 units. The customer's blood glucose level was impacted (230 mg/dl).

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.